Event description:
It was reported that after a laproscopic ventral hernia repair procedure, the pt complained of pain. The mesh was later explanted and the ring noted to be broken. Pt is reported as fine after surgery.

Manufacturer narrative:
Subject product has been returned and evaluated. The product was found to have a significant amount of distortion. There was also a significant amount of tissue ingrowth making it difficult to visualize and feel around the area where the ring is located on the device. We did not see or feel any evidence of ring breakage in those areas that we were able to visualize and feel.